Manufacturer narrative:
Corrected fields: b5 describe event or problem h6 impact codes and device codes this event is no longer reportable since the physician decided to explant this product during a scheduled lead revision. There are no reported malfunctions or allegations against this lead. No adverse patient effects were reported.

Event description:
It was initially reported that this right ventricular (rv) lead was explanted due to an unknown issue. Further information received, confirmed the lead did not exhibit any issues or malfunctions; the physician decided to explant it during a scheduled lead revision. A new lead has been implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial right ventricular (rv) lead was explanted due to a unknown issue. A new device has been implanted. No additional adverse patient effects were reported.